Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving unspecified low sensor scans when compared to a competitor's brand meter. The customer further reported ¿high ketones¿ were found in their urine and she was unable to treat herself, requiring multiple treatments of insulin (type/dose unknown) by the caregiver. No further information was provided. There was no report of death or permanent injury associated with this event.